Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. Customer was vomiting. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 700 mg/dl. Customer current blood glucose level was 454 mg/dl. Customer also had 600 blood glucose reading. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leaks or air bubbles. Customer did not check their settings. Pressure test was not performed. Customer did not check their settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Infusion set was changed on 6/5/18. Products will not be returning for analysis.